Event description:
Revision surgery - left hip revision; surgeon performed a poly and head exchange and inserted a cobalt chrome head. The surgeon had issues with the poly, (B)(4), fitting with the older foundation head and shell. He had to swap out the old liner, head, and shell to a new style for the poly to fit.

Manufacturer narrative:
The reason for revision was a worn acetabular liner after approximately 15 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical on 08/05/2014. A review of the device history records showed no non-conforming material reports associated with this product . A review of the product complaint report history showed this is the (B)(4) complaint for any of the incident lot numbers. The revision surgery was a direct result of the failure of this liner due to, root cause, normal wear-out. The surgeon expressed concern as to why the new part number 931-28-246 acetabular liner did not fit properly in the existing part number 400-02-124 acetabular shell. The 400-series acetabular shells are obsolete products which differ greatly in design when compared with current production fmp acetabular shells. Primarily, the retention system is different in that the 400-series shells were assembled with a separate split retaining ring which mated with corresponding grooves in the shell and liner to hold the assembly together. The current design has a retention system that causes rib features on the liner to snap past a corresponding lip in the shell, eliminating the retaining ring of the old design. The entire mating geometry of the current production liners is not compatible with the obsolete 400-series shells. If the vintage of the acetabular shell were known in advance of the revision surgery, the surgeon should have been advised not to re-use the shell. The device history records evidence that all critical dimensions and specifications were met when released from djo surgical, there were no risk or adverse events indicated, and revision surgery was completed as intended.